Event description:
It was reported that the screw was removed on (B)(6) 2012. Per report, patient had anterior pain at the insertion site. Original implanted date was (B)(6) 2010. No infection found and was considered a reaction. Cyst around insertion site, implant was removed and area was cleaned, the graft was absorbed into the tunnel. No new implants were inserted. Patient is doing fine to date

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Small piece of screw returned, brown in color with no distinguishable features. Evaluation of device does not conclude a cause, however, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.